Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified solution, with a 4000 ml container size and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the homecare pt reported the alarm could not be resolved. After approx one hr, the pt disconnected the tubing set and flushed the line. At that time, it was reported 1000 ml remained in the container. The device was removed from clinical service. The customer contact indicated that the pt did not rec'd the remaining 1000 ml. On an unspecified date and time, the therapy was resumed using a replacement pump. Although there was potential for pt injury, the customer contact reported there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2012 at 2047, the device was programmed for tpn (total parenteral nutrition) w/o taper, with a tpn volume of 4085 ml, a total time of 16 hrs, a container size of 4085 ml and the delivery was started and a distal occlusion occurred. A new date of (B)(6) 2012 occurred. Between 758 and 1036, a proximal occlusion alarm occurred 42 times, the silence key was pressed 26 times, the delivery was stopped 23 times, the delivery was started 22 times, a check cassette alarm occurred and a cassette was inserted 10 times. At 1055 and a cassette was powered off. At 1107, the device was powered on, the program and the history were cleared. At 1109, the device programmed for tpn w/o taper, with a tpn volume of 2027 ml, a total time of 12 hrs, a container size of 2027 ml and the delivery was started. At 1115, the delivery was stopped and the device was powered off. This report represents all the info know by the rptr upon query by hospira personnel.